Event description:
As reported by the user facility (translation of user facility info by (B)(4): on the cover of space station red light led lit up and four pumps have stopped immediately. The pt had propolipid, fentanyl, and noradrenalin medicine infusions and nacl infusion. Power plug was plugged off and then on, and syringe pumps were taken off and to the spacestation but those actions didn't help. Then the cover of the spacestation was taken off, power plug again unplugged and pumps from station. After that the pumps were started themselves and also info to pdms were working. The interruption lasted some minutes while the pt didn't get any medicine. Because the pumps didn't work blood pressure of the pt came down for a while (systolic ad 70) and pressure of the brain came up ad 40.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). The following devices were involved in this incident and are registered in addition in our complaint database. They are identified with the notification numbers: # (B)(4) infusomat space; (B)(4) perfusor space; # (B)(4) perfusor space; # (B)(4) space station; # (B)(4) space station; # (B)(4) space cover comfort. The devices are currently shipping from (B)(6) to b braun (B)(4) for investigation. A f/u report will be provided after the inspection results are available.